Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer informed that the insulin pump went blank. The customer received a 'battery out limit" alarm. The customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap were neither missing nor damaged. The customer stated that the display returned. The insulin pump will not be returned for analysis.